Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer also reported that they had a high blood glucose of 500 mg/dl. They treated with manual injections. They got their blood glucose to go down to 318 mg/dl. Troubleshooting was performed and insulin exited without incident. The device will not be returned for analysis.